Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: (B)(6) and study name ailliance mdt22045cstail. It was reported that the patient had lower instrumented body fracture (coronal split fracture) l5 and confirmed with CT on (B)(6) 2024 and MRI on (B)(6) 2024. Diagnostic test: x-ray. Diagnostic test date: on (B)(6) 2024. The ae result in the prolongation of an existing hospitalization. Start date of the hospitalization: on (B)(6) 2024. End date of the hospitalization: on (B)(6) 2024. Investigator assessment: the adverse event was considered probably related to the study procedure and not related to the medtronic cst device. Sponsor assessment: the adverse event was considered as causally related to the study procedure and to the medtronic cst device. Outcome of this ae: recovered/resolved as of on (B)(6) 2024.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.